Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon device interrogation, the lead demonstrated low pacing impedance. The lead was not used and was replaced during the procedure. The patient remained stable throughout.